Event description:
It was reported that there was a right ventricular pace that occurred on a t wave, thus inducing a non sustained ventricular tachycardia episode. Review found that the ventricular sensed event fell into blanking thus the ventricular pace after the premature ventricular contraction (pvc) paced on the t wave. Boston scientific technical services (ts) was consulted and discussed programming options. The field representative noted the pacemaker was reprogrammed to pace and sense only in the atrium. The pacemaker remains in service and no adverse patient effects were reported.